Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300s (mg/dl). Customer administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended and recommendation was made to change infusion set. During a follow-up call later that day, customer indicated that they changed pump supplies and bg levels were back under control.